Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported system faults were confirmed through review of the device logs. The investigation determined that the device faults were due to a software problem. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The device was evaluated by resmed (B)(4) technical service center. Review of the downloaded device log showed error messages were triggered on the astral device. The device is currently being returned to the mfg facility in (B)(4) so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4).